Manufacturer narrative:
Follow-up #1: date of submission 10/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of short battery life. The electrical current draws measured within specifications. The pump was opened and no damage was found to the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (batter life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.